Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedence. X-rays were reviewed by the manufacturer and no obvious lead anomalies were noted. The reporter was advised to disable the vns. Attempts to the reporter for additional information are in progress